Event description:
During a laparoscopic colon procedure, while trying to put staple together with anvil they didn't hear click and they think stapler was not closed all together. They redid the procedure of having stapler connected with anvil. When fired, no staples were put in tissue, but the knife cut the tissue. They had to open pt up and make a "stomph". The case was completed with a like device with no pt consequence.